Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the malfunction documented in b5, the additional evaluation non reportable findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of upward/downward knob was out of the standard value, the adhesive on bending section cover had a chip, the adhesive on bending section cover had white-clouded area, the universal cord had a wrinkle, the protector of universal cord on control section side had a scratch, the connecting tube had a dent, and the connecting tube had a scratch. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It was unknown if there was any lag between the end of clinical use and the start of pre-washing. Pre-cleaning: it was unknown if the facility flushed the air/water nozzle with water and air. It is unknown if the facility flushed air/water nozzle with detergent solution. It is unknown if the facility brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was poor air supply while using the evis lucera elite gastrointestinal videoscope. The issue was found during inspection prior to use. The intended procedure was completed. The device was returned for evaluation. During the device evaluation, it was found that a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found. And there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.